Event description:
During training by a zoll medical sales representative, the device's pacer output could not be adjusted. Complainant indicated that there was no patient involvement in the reported malfunction.